Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Surgery to explant the patient's device will be scheduled.